Event description:
The pt is a (B)(6) female who is morbidly obese with multiple co-morbidities including hypertension, copd, obstructive sleep apnea and diabetes. She was admitted to the medical center on (B)(6), 2010 for laparoscopic gastric bypass. During the procedure, the surgeon noted that a reprocessed sterile 5mm trocar was leaking air from the port. The surgeon was able to continue use of the trocar despite the leaking. There was no harm to the pt. The surgeon has reported multiple cases of leaking reprocessed trocars.